Manufacturer narrative:
This supplemental report is being submitted to provide the device's final investigation. Updated fields: d8, e4, h2, h6, h11. No device was returned to olympus for evaluation. The field service engineer (fse) has assessed the malfunction at the user facility. Based on the results of the investigation, a root cause could not be identified. The e01 error likely occurred due to prolonged use of the water filter, which caused the filter to clog and reduce the flow rate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the reprocessor water filter had not been replaced for two years. The issue occurred during reprocessing therefore, there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.